Event description:
It was reported that patient experienced a cerebrospinal fluid (csf) leak during a trial on (B)(6) 2018. In turn, a blood patch was performed and trial was abandoned. Patient did not complain of any symptoms from the leak.